Event description:
It was reported the device exhibited an intermittent system failure force sensor error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the tamper seals are intact, and the device was observed to be in good physical condition. The device's event history log was reviewed for evidence of the reported event, "force sensor test error" was found. Functional testing of the device was conducted, and a syringe test was performed. Upon testing of the device, the force sensor error was found at the start up due to the mainboard not operating as intended. To address the issue the mainboard and plunger cable were replaced, and the device was cleaned. Device passed all functional testing. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.